Event description:
It was reported that the patient turned stimulation off for a couple of days and when they turned it back on it just kept vibrating and it didn¿t stop. The patient turned stimulation back on 2 or 3 nights ago and had stimulation at 1.4v and 1.5v and the stimulation felt the same. It was noted that usually if the patient sat or turned they didn¿t feel stimulation, but this time the stimulation sensation just wouldn¿t go away so they turned it back off. The patient decreased stimulation all the way down to 0v and then turned it back on and increased slowly. It was reported that at 1.3v it wouldn¿t stop and at 1.2v the patient didn¿t feel anything. The stimulation didn¿t feel normal to the patient and they turned it back off. It was noted that the patient¿s settings were changed about a month ago and last month they were swollen from their tailbone across their back going up to the device. The patient¿s health care provider (hcp) told them that their spine was crooked, that they could see the patient having muscle spasms, and advised them to follow-up with their neurologist regarding muscle relaxers. It was reported that the patient had stiff man¿s syndrome and they took 1.5 zanaflex 3 times a day. When the patient turned their stimulation on 2 to 3 days ago, the device sent a shock through their left leg and they started having spasms. Additional information received reported that the patient was seen in the clinic on (B)(6) 2014 and had a normal exam at that time and had swelling. The patient reported no problem and it was noted that the patient fell frequently.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va01w5t, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).